Event description:
An or manager reported two patients with possible endophthalmitis following bilateral intraocular lens (iol) implant surgery on the same day. The fellow eye was not affected. No cultures were done. The surgeon reported this pt presented with four plus striae and 20/400 visual acuity. The pt was treated with medications. The surgeon reported this pt's visual acuity was 20/20 by the fourth postoperative day. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second of two patients.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 09/24/2009, 10/08/2009, and 10/13/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/21/2009.